Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Additionally, the battery percentage remained static at a value while charging. Customer¿s blood glucose value was between 323-357 mg/dl.